Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 010000936, lot number: 6183582, brand name: g7 hi-wall e1 liner 36mm f unknown stem; unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip surgery on an unknown date. Subsequently, the patient was revised two weeks post implantation due to the liner disassociating from the shell. It was reported that the liner may not have been well seated in the primary procedure. Additional information on the reported event is unavailable.